Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure on (B)(6), 2011. According to the complainant, the patient experienced persistent bilateral pain at the point of the obturator membrane and in the location of the mesh carriers. The physician performed a bilateral pudendal nerve block during one follow up visit and four local blocks during four other visits (exact dates unknown). A bladder instillation using lidocaine and heparin was also performed. It was reported that the patient had some relief but the pain returned. The patient was not hospitalized since the initial procedure. The physician is planning to remove the sling at the patient's request and the patient is currently reported to be stable but still in pain. All other information is unknown and reportedly unavailable.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.